Event description:
It was reported that the subject device produced a bright green and purple colored image. The issue occurred during an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update d8, h3. Correction to d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The image error was due to defective charged coupled device. It was determined that the device did not pass the high voltage test, which could be traced back to a defective outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.